Event description:
It was reported that the lead (B) (4) showed a gradual increase in lead impedance and subseqent high impedance. Lead fracture also reported. Lead extraction was unsuccessful. A new lead was implanted. There were no reported patient complications as a result of this event. It was further reported that during the implant of the new lead (B) (4), there was difficulty deploying and retracting the helix on the replacement lead. The lead was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, the helix was distorted/bent. (B) (4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and indicated the ventricular pace impedance measurement had been rising steadily over the recording period.